Manufacturer narrative:
(B)(4). Full establishment name - (B)(6) municipal general hospital. Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the inserter broke during surgery while the surgeon tried to insert the anchor into the patient's burr hole. The surgeon tried to remove the fractured piece from the patient's body, but it could not be removed. There are no complications reported since the event occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified the needle tip fractured off and not all the pieces were returned. The device was submitted for further analysis. Sem (scanning electron microscope) analysis determined the fracture surface features of the juggerknot inserter tip are consistent with fracture due to bending overload. Sheared ductile overload dimples were revealed, which indicates a bending overload mode of fracture and the direction of shearing/bending of the inserter tip. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.